Manufacturer narrative:
(B)(4) (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, would not seal properly. Tried another lead and turned it on. Tried waiting, machine worked and lead worked. Shears seemed to work but not seal. Another device was used to complete the case. There were no adverse consequences to the pt.